Manufacturer narrative:
.

Event description:
Additional information was received from a physician via psr (product surveillance registry). Information was received that an intervention of therapy was suspended on (B)(6) 2015 and it was resumed on (B)(6) 2015. The patient outcome was noted as resolved without sequela on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
2015-10-26 psr (sdy/hcp) information was received from a healthcare provider regarding a patient who was being treated with compounded baclofen 2000 mcg/ml at 53.4 mcg/hr , dilaudid 3.0 mg/ml at 0.0801 mg/hr, and clonidine 300.0 mcg/ml at 8.01 mcg/hr via an implantable pump. The baclofen lot number was unknown. The indication for use was as non-malignant pain and other non-malignant pain. The patient presented for a scheduled refill on (B)(6) 2015. This was the most recent refill prior to the event. At that time the concentrations/doses of hydromorphone and clonidine were increased 25%. Medications administered were toradol and hydromorphone on (B)(6) 2015. The patient was unresponsive on (B)(6) 2015 and the medication overdose resulted in an in-patient hospitalization. A magnet was placed on the pump and her condition improved. It was removed and the patient's condition worsened. The magnet was again placed over the pump. The intervention taken was the therapy was suspended on (B)(6) 2015. Currently, the patient remained in the hospital and the outcome was ongoing. The event was related to the device or therapy and was not related to the implant procedure. The intrathecal medication hydromorphone was possibly related to the event and may have caused the event with the increase in dose. The event was deemed serious requiring in-patient or prolonged hospitalization. The outcome not reported. If additional information is received a follow-up report will be sent.

Event description:
Corrected information: on the initial report should not have included the following information: (B)(6) 2015 psr (sdy/hcp).